Event description:
Post sternal closure with small fragment plate and screws, the pt was returned to the operating room on (B)(6) 2012. Post-op x-rays showed one (1) screw had backed out of the plate and was free-floating. Revision included removal of migrate screw. It is not known if any other hardware was removed or re-implanted. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.